Event description:
Bilateral ruptured breast implant. 39 yr old white gravida 2 para 2 female status post bilateral transaxillary subglandular. 245cc surgitek gels for augmentation 08-09-80. She reports they were hard at the beginning but now are increasingly painful & hard. Also they are smaller. No history of trauma and are elongating superiorly. Arthralgias (positive stiffness)/myalgias, paresthesias/dysesthesias, spasms, swelling, fatigue, sleep disturbances, adenopathy, fevers, hot flashes/sweats, headaches, visual changes, dizziness, memory loss, sicca, hair loss, oral sore, rashes, sensitive to sun/cold/chemicals, shortness of breath/chest pain, costochondritis, increased cholesterol, weight loss, gastrointestinal/genitorurinary/menstrual problems, and easy bruising. Calcified contractures.